Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test the foley catheter balloon fixed water did not drain.

Manufacturer narrative:
The reported event is confirmed via CAPA associated. This is addressed by CAPA 12474540. Photo samples were submitted showing the deflated catheter, one photo shows what appears to be a ridge in the catheter balloon, however, as this was not reported by the customer or was not present when the sample was returned and was not noted during sample evaluation, a new complaint will not be created. The catheter was inflation with10ml methylene blue solution (mbs) using the returned syringe. The balloon inflated properly with a concentricity 60:40. This is within specifications per ip7603444 revision 0 which states, "balloon testing for symmetry must not exceed a ratio of 70:30 when measured from the side of the shaft." Attempted to deflate the balloon using the returned syringe and 0ml deflated within 5 minutes. Per ip7603444 revision 0, the catheter must inflate and deflate with a syringe. Attempted inflation and deflation using 10 ml mbs and an in-house syringe, the balloon inflation with no issues and passively deflated in 1 minute 6 seconds. CAPA 12474540 identified the root cause of this failure as a combination of three (3) factors; provided water syringe does not meet user expectation for smooth engagement with the valve and no instructions are provided in the japanese IFU for aspirating to assist in deflation, deflation time or take off force criteria or specification to deflate the catheter has not been determined and it is unknown for the customers, inadequate process qualification performed with change in syringe supplier and mold change. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 12474540, however, DHR review was completed prior to CAPA association. Refer to CAPA 12474540 for further details corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test the foley catheter balloon fixed water did not drain with the syringe.